Event description:
A cracked and shattered touchscreen was reported by the customer, rendering the pump's touchscreen illegible and unusable. There was no adverse impact to the customer¿s blood glucose level. The customer switched to manual daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and was instructed by customer technical support to send back the problematic pump using a pre-paid label. A replacement pump was arranged, and instructions were given for how to put the existing pump into storage mode.